Manufacturer narrative:
As received, a complete lead was returned for analysis. X-ray analysis noted the inner coil at the connector region was over torqued. X-ray confirmed the stylet was unable to be inserted due to the damage found at the connector region. Electrical testing did not reveal any indication of conductor fractures but did reveal an internal short. All damages found were consistent with procedural damage.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the stylet was unable to advance through the right atrial (ra) lead. The lead was replaced to resolve the event and the patient was in stable condition.